Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. The delay in reporting was due to the complaint being originally assessed as "not reportable" to the regional regulatory authority, and the us facility's incorrect understanding that only complaints assessed as "reportable" in the region of origin, would need to undergo additional review for potential reportability to us FDA. The error was noted due to remarks made by the FDA auditor during a pre-approval inspection of the new thailand facility from 03-06 april 2023. Therefore, a us FDA emdr report is being submitted to correct this omission. "Error of predicted refractive power" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in south korea. Originally assessed as not reportable to local authorities. Visual impairment; refractive error. Flawed optic (e.g. Clarity and surface defect). Problem code: a04601 misfocusing. Date of event: (B)(6) 2023. Patient health impact: therapeutic response decreased.

Event description:
Event occurred in south korea. Originally assessed as not reportable to local authorities. Visual impairment; refractive error flawed optic (e.g. Clarity and surface defect) problem code: a04601 misfocusing date of event: 23-feb-2023 patient health impact: therapeutic response decreased.

Manufacturer narrative:
This follow-up # 1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The follow-up report includes additional information not available/included in the initial report. Additional information: type of report - noted as follow-up #1 type of follow-up - noted for additional information added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6) ; model: 150). From our investigation, we couldn't confirm the reported event. We assumed this event was not caused by our product quality. The product and videos were not available for investigation. This case was reported that the used ovd is 'unknown'.